Event description:
It was reported the device was used during an unknown procedure. It was reported by the rep staples would not hold in the instrument on the cartridge. There was no consequence to the pt.

Manufacturer narrative:
Unavailable device was not returned for evaluation.